Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. The device was being used in conjunction with a servo-u ventilator. According to the hospital's report, the fluctuations began after the device was exchanged to perform a routine full-scale calibration. The affected device was exchanged with a backup unit, after which the dose delivery stabilized and returned to within acceptable limits. A transient drop in the patient's oxygen saturation was observed prior to and during the event. No lasting adverse effects were reported. Ventilator mode and settings: servo-u; pc 48/8, rate 14, ps 12, I-time 0.9.